Event description:
It was reported that, "stryker instrument broke during operative procedure (distal femoral cutting block). All pieces accounted for. Instrument removed from field, no harm to pt. A new set of instruments was opened to replace broken one. Instrument given to materials coordinator."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.